Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead during an in clinic follow-up. The patient is not pacemaker dependent and the device was reprogrammed to resolve the event. The patient was in stable condition.